Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0401captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the junction of esophagus and the fundus of stomach during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2026. It was reported that during the procedure, the trip wire on the first band was fractured, causing the band to fail to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: the complainant reported that the device was used in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the fundus of stomach.